Event description:
The pt was admitted to the hosp in 8/2001 with 4 day history of fever and ear ache. Pt was given oral cephalosporin and then im cephalosporin by gp to no avail. The pt developed fever and became obtunded. Examination revealed nuchal rigidity and red ear drums bilaterally, worse on the right. The pt developed convulsions and was treated with benzodiazepines. The pt received high dose IV antibiotics and dexamethasone. Lumbar puncture revealed diplococcal bacterial infection with diagnosis of pneumococcal meningitis. A CT scan performed 2 weeks after admission to the hosp showed normal ears and mastoids.